Event description:
The device was returned to the manufacturer. The pump was delivering hydromorphone, clonidine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).